Event description:
It was reported that the clinician called to review electrocardiograms (egms) for noise reversion. It was noted by technical services that the episodes observed were indicative of myopotential oversensing. Testing to verify myopotentials as well as programing changes were suggested. There were no reported patient symptoms or consequences.